Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics had a scale marking issue. The following information was provided by the initial reporter translated from french to english: "during an oocyte retrieval, staff used a 10 ml syringe and discovered that the syringe was incorrectly graduated and deformed. The staff changed the syringe for another with the same commercial reference and batch number, and the problem did not occur with this one. This incident had no clinical consequences for the patient."

Manufacturer narrative:
One sample and one photo of a 10ml luer-lok syringe were received by bd. A quality engineer was able to examine the sample and photo from batch 3264647 regarding item 300912. The syringe received in an open package with all applicable product information on the top web has damage to the barrel on the side of the barrel and the flange area. Additionally, most of the scale markings are missing and what markings are visible are skewed. The photo shows the syringe in the package as described above. The condition observed is non-conforming per product specification. Potential root cause for the barrel damaged and scale markings missing defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3264647 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.